Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" (specific value was not provided) with trace ketones. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. It was also reported that the customer observed air bubbles within the patient line. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.